Event description:
It was reported that the capture management operation of the implantable cardioverter defibrillator (ICD) was inducing ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. The device remains in use and reprogramming was discussed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead (B)(6) 200502. 4196 implantable pacing lead (B)(6) 2013. (B)(4).